Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date. Operator of device is patient/consumer.

Event description:
It was reported that a leakage at the filter was observed, where a very small hole was already present: a continuous beading drop. There was a hygiene risk and the risk of dermatological toxicity. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information: customer response was attached (2 -customer response.pdf) with a receipt date of (B)(6) 2022 indicating the drug being infused was blinatumumab (blincyto).